Event description:
During a gastroduodenal anastomosis procedure, the instrument cut and did not staple. The surgeon applied another device to complete the procedure.

Manufacturer narrative:
11/21/96: supplemental report #1 sent to FDA. Device returned to MFR on 10/24/96.